Manufacturer narrative:
The force bipolar was returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken grip at the grip base. A piece approximately 15.31mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
It was reported that during central processing, the tip of the force bipolar instrument broke off. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue occurred during central processing. There is no report of a fragment falling into the patient's anatomy.